Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Visual inspection was performed on plug assembly and observed additional carbon print. Performed continuity test and passed, indicating that the observed additional carbon print does not have an impact on sensor functionality. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed; however, an incompatible error message was observed. An extended investigation was performed. Visual investigation has been performed on returned sensor and plug assembly, no issue were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination) and no error massage was observed. A known good reader was successfully communicated with the returned sensor. Sensor was reprogrammed and went back to sensor state 1 (storage state). Attempted to communicate the sensor with similar configuration. The phone successfully communicated with the sensor. The sensor came back in state 5 which means that the sensor was able to be scanned and activated by the customer unable to replicate the user complaint. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with an unknown phone, os 10, app version 2.8.4.9335. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced "seizure and hypoglycemia." No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device in use with an android phone with operating system version 10. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced "seizure and hypoglycemia." No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with an unknown phone, os 10, app version 2.8.4.9335. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced "seizure and hypoglycemia." No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Visual inspection was performed on plug assembly and observed additional carbon print. Performed continuity test and passed, indicating that the observed additional carbon print does not have an impact on sensor functionality. Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed; however, an incompatible error message was observed. An extended investigation was performed. Visual investigation has been performed on returned sensor and no issue were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). A known good reader was successfully communicated with the sensor. Sensor was reprogrammed and went back to sensor state 1 (storage state). Attempted to communicate the sensor with similar configuration. The phone successfully communicated with the sensor. The sensor came back in state 5 which means that the sensor was able to be scanned and activated by the customer. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.